Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding the bed in place. The bed was located in a hill-rom service center and not in use. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found during a between pt inspection of the bed that the brakes were not to holding due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the head caster to resolve the issue. Based on this information, no further action is required.